Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that the surgeon performed a vp shunt revision of a strata ii valve. Once the strata valve was removed, a codman valve was primed and connected to an existing catheter on the back table. Once connected, the manometer was filled to 300mmh2o and pathways to the valve were opened. The valve would barely flow and seemed blocked. When the manometer flow was reduced to 120mmh2o, the flow rate was very rapid and looked like a valve that was set at 30. The doctor did not like that the issue of no to low flow when the fluid level was high and ultra fast flow when the fluid was set at 120mm. Another valve was tested for flow on the back table without a distal catheter attached and it worked properly. That valve was implanted and the flow rate was as expected. It is understood that by connecting the distal catheter, pressure was added that was not on the back table. The patient was sutured up and no further issues occurred.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.